Event description:
Same case as MDR ID 2134265-2013-02850, 2134265-2013-02852. It was reported that during an intravascular ultrasound (ivus) procedure, an automatic pullback failure occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). During the intravascular ultrasound procedure, the physician performed a full automatic pullback, however, the motor drive unit failed to pullback. It completely stopped at approximately 10-15mm. Three more attempts for automatic pullback were made before switching to manual pullback. The physician completed the procedure with the same device using manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).